Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was presumed to have been due to the following: unacceptable tension in the area of the "ccd [charged coupled device] w. Holder" assembly due to use of an adhesive which is not adapted to the load / temperature. Collective and to an insufficiently formed adhesive layer "c-holder to bumper sleeve" unacceptable tension in the area of the "ccd w. Holder" assembly due to asymmetrical alignment of the spring to c-holder before the bumper sleeve is joined. Pre-existing damage to the "ccd w. Holder" assembly due to using a suboptimal adhesive device¿. The optimization of bumper sleeve bonding was implemented prior to this event - a corrective action to address image failure of video endoscopes was initiated in september of 2023. There are no further countermeasures or containments necessary because the associated risk is acceptable. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The subject device was returned to an olympus repair center for evaluation and the customer¿s reported issue was confirmed. The device evaluation found that the green image was caused by an outer tube defect. In addition, it was also found that there were minor scratches on the objective frame, video connector edge and outer tube. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided.

Event description:
The customer reported that the image of the scope was green. The issue was found during preparation for use in an unspecified procedure. There were no reports of harm.